Manufacturer narrative:
The lead remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that during a device replacement when implanting a new system there was reported failed defibrillation testing (dft). An x-ray was not taken to determine if the location of the system was resulting in the failed dft's. Post operative x-rays were performed the following day and it was determined the biggest contributing factor to the failed dft testing was suboptimal electrode position. It was not known when the electrode had migrated to its current position, but a repositioning was planned. Additional information noted that the electrode was repositioned successfully and dft testing was successfully performed. No adverse patient effects were reported. The electrode remains implanted.